Manufacturer narrative:
Patient and device code: no information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/dec/2017 as follows: patient received an implant on (B)(6) 2006 via the right common femoral vein due to history of deep vein thrombosis and pulmonary embolism, coumadin allergy. Patient is alleging tilt, vena cava perforation, organ perforation- mesenteric, anxiety, mental anguish, stress.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information received identified that the patient also alleges deep vein thrombosis and pulmonary emboli. The patient further alleges "filter rejected-too risky to remove".

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pe, dvt, tilt, vc/organ perforation, anxiety, mental anguish, stress." Cook will reopen its investigation if further information is received. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported dvt, anxiety, mental anguish, or stress is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Catalog and lot# are unknown, but the tulip filter is manufactured and inspected according to manufacturing and quality control instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. The current verbiage has been added to further investigate the previously alleged deep vein thrombosis (dvt). Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
Per a report CT of the abdomen dated (B)(6) 2019 ¿findings: there is an ivc filler in place. As before the superior aspect of the filter is tilted posteriorly and the apex of the filter approaches but does not definitely contact the ivc wall. The tip of the filter is approximately 0.8 cm below the right renal vein and 1.5 cm below the left renal vein (previously measured approximately 0.8 cm below the right renal vein and 1.6 cm below the left renal vein on (B)(6) 2018 by my measurement). There is no filter strut fracture or bending. As before, four struts have perforated through the ivc wall. There is no involvement of adjacent structures, although the posterior strut does abut the intervertebral disc, similar prior. The anterior strut extends approximately 3 mm beyond the ivc wall, the right lateral strut extends approximately 6 mm beyond the ivc wall, and the left and posterior struts extend approximately 1mm beyond the ivc wall. Overall, the ivc filter appears similar to (B)(6) 2018. Ivc caliber appears similar to prior without evidence of stenosis.

Manufacturer narrative:
Investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation, organ perforation - mesenteric, anxiety, mental anguish, stress". Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety, mental anguish, or stress is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.